Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2014 with the following findings: the top of cartridge compartment was observed to be chipped and the top of battery compartment was observed to be cracked near the pump case seal. Unrelated to the casing condition issue, the display screen was dim, pink and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the pump case near the cartridge compartment. The reporter denied damage to the cap and denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.